Event description:
Information was received indicating that a smiths medical cadd administration set gave low delivery volume when tested. No patient was involved in this event. No adverse effects were reported.